Manufacturer narrative:
This product is not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange, significant reduction of ica). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -5.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vaulting, and significant reduction of irido-corneal angles. The surgeon commented the high vault pushed the iris forward untill it nearly touches the endothelium. On (B)(6) 2017 the lens was exchanged for a shorter lens. The problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
The lens was returned dry in a small vial. Visual inspection of the returned product found no visible damage to the lens. (B)(4).